Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the connectors on the image processing computer. The system operates as intended.

Event description:
The customer reported the system will not display an image. No patient injury was reported.